Event description:
Customer reports the console lost communication with the generator; no fluoro available. No reported injury to the patient.

Manufacturer narrative:
Field service engineer troubleshot problem finding only one console fan operating and noting the top of the generator was hot. Fse replaced the failed fan assembly checked and verified proper operation. System returned to full service by the customer.